Manufacturer narrative:
Customer advisory describing the situation where the problem may be encountered and any available work around will be sent to all affected users in (B) (6) 2009. The release in which the issue will be addressed has not yet been determined, so we do not know when a resolution to the problem will be available. See scanned pages.

Event description:
The user reported that they had created a treatment plan by combining two existing plans, deleting some of the beams, and then renumbering the remaining beams. When they did this, they noticed the displayed dose was outside the beam arrangement. Investigation revealed a bug in our xio rtp system where the dose files associated with certain beams become associated with incorrect beams. Forcing a recalculation of dose clears the error. No patients were treated.